Event description:
Patient was revised. Reason for revision was not provided. Update: (B)(6) 2011 - medical records were received. The revision operative report indicates the patient was revised to address hip pain. It was noted that there was a large degree of black corrosion at the taper femoral neck junction with the head showing evidence of corrosion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4).